Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733622. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that roughly 25% of the left side of the staff monitor was flickering and appeared fuzzy. The manufacturer representative (rep) also noted that the screen had a film on it from the wipes the hospital was using. During troubleshooting, the rep took the covers off the staff monitor and checked the monitor video cable connection. There was no change when making sure cable was fully seated. The rep then noticed that when applying light pressure to the upper left corner and halfway down on the left side of the monitor the flickering/fuzzy quality stopped. After this, the rep was unable to get flickering/fuzzy quality to return, making sure to manipulate the monitor in each direction. The issue was resolved on the call. There was no patient involvement.